Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump¿s buttons very unresponsive and needs to press then really hard to response. Customer's blood glucose value was unknown. Customer also stated that insulin delivery was failed and they had to restart the insulin pump. The device will not be return for analysis.